Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and heart attack. The customer's blood glucose level at the time of incident was 771mg/dl. The customer's most current level was 90mg/dl. The customer was treated at the hospital for the highs with pump. The customer declined further troubleshoots at this time.

Manufacturer narrative:
The insulin pump received with a blank display and an unexpected intermittent vibration, problem isolated to printed circuit board. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with minor scratched display window and case.